Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hypoglycemia. The customer blood glucose level was 2.6 mmol/l. The customer was assisted with troubleshooting. Customer did not receive a sensor updating or sensor glucose value not available alert. Customer did receive a calibration not accepted alert. Customer did not receive a change sensor alert. The device will not be returned for analysis.